Event description:
During procedure, surgeon used device to determine blood flow and circulation in the lle. Device would not show accurate doppler or color. Surgeon converted from percutaneous surgery based on result of doppler, but indication following conversion was that conversion was not needed.